Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was too hot to touch and was "more than normal". The patient was concerned that the reader would blow up on the patient's face. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 249520k, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the monitor fail during interrogate test ; defective radio frequency (rf) head battery; found error code 3230 <(>&<)> 3248 in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.